Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a duodenal stenosis during a gastroenteroanastomosis procedure performed on (B)(6) 2023. During the procedure, the stent could not be deployed and the handle broke. The stent was removed fully covered by the outer sheath and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed transgastric to the duodenum to treat a stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a stenosis in the duodenum. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastroenteroanastomosis procedure.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy during a gastroenteroanastomosis procedure. Block h10: an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received fully covered by the outer sheath and undeployed. Visual examination of the returned device found the outer sheath detached from the control hub. A destructive inspection was necessary to identify torsion of the delivery system; the outer sheath was found twisted. No other issues were noted to the stent and delivery system. The investigation concluded that the observed failure of outer sheath detached from the control hub was likely due to factors encountered during the procedure. It may be that how the device was handled, limited the performance of the device and contributed to the damage encountered. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed transgastric to the duodenum to treat a stenosis. The IFU states, "the axios stent and electrocautery- enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The axios stent is not indicated to be placed to treat a stenosis. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU states "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that based on the event details and device analysis, the reported event and the observed failures were likely due to the failure to follow the manufacturer's instructions. It is likely that failure to follow the manufacturer's instructions by incorrectly rotating the handle, could have caused the twisted sheath and led to the stent being unable to deploy. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation on february 23, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a duodenal stenosis during a gastroenteroanastomosis procedure performed on (B)(6), 2023. During the procedure, the stent could not be deployed and the handle broke. The stent was removed fully covered by the outer sheath and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed transgastric to the duodenum to treat a stenosis. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to treat a stenosis in the duodenum. It was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."